Event description:
The customer reported that an unintended bolus of calcium gluconate was administered because the user selected the wrong entry from the guardrails drug library. Two options are available in the customer's data set, "caglucona coninf", which is set up as a continuous infusion with a concentration of 100 mg/dl, and "calcium gluconate" which is set up as an intermittent infusion with a custom concentration (user must enter drug amount and diluent volume). The user intended to give a continuous infusion of 3000 mg/30 ml in a 60 ml syringe at 30 mg/kg/hr, 0.87 ml/hr, but mistakenly selected the intermittent option. The user then entered the following programming parameter: drug amount 100mg, diluent volume 1ml, pt weight 2.9kg (resulting in a concentration of 100 mg/ml and a does of 34.48mg/kg). Because the vtbi ws set to "all", with a duration of 1 hour, the calculated rate was 29.1 ml/h, however the user did not notice the incorrect rate and started the infusion. The pt required lasix and additional non-specified treatment and had no lasting adverse effects. The reporter believes the event was due to a user error and has declined any investigation assistance. No additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.